Event description:
A customer reported a system message during surgery. The customer replaced the cassette which solved the problem. After a delay, the procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one yr; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. Root cause unk. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).